Event description:
The customer obtained a result for phenobarbital of 8.6ug/ml. The result was questioned by a physician. Sample was rerun two times. Result of repeat testing was 36ug/ml. Customer has declined to provide any additional patient information. No report of impact to patient or injury due to original result.